Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/04/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Pairing test with nordic bluetooth device was performed and passed. Performed transmitter functional testing and passed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable root cause cannot be determined.